Event description:
Patient was implanted in (B)(6) 2012 with an lcp clavicle plate with lateral extension and screw construct. Patient was returned to or on (B)(6) 2012 for hardware removal. The bone had not healed and the plate was causing skin irritation/tenting. This is # 2 of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The explanted hardware was discarded by the hospital.